Event description:
The information received from the affiliate states that this male pt (age unk) was presented to the interventional lab for an angioplasty and stenting procedure of the right common iliac artery. The vessel was described as moderately calcified and mildly tortuous with a 75% stenosis. The stent delivery system (sds) was properly inspected and prepped before it was used in the pt. After accessing the lesion with a .035 guidewire, and inserting a 7fr 30cm sheath, the physician pre-dilated the lesion (balloon size unk) and inserted the sds. As he approached the lesion with the sds he noticed that the stent on the balloon was misaligned by about 1 cm. The physician proceeded and successfully deployed the stent to the lesion. The information states that the sds behaved normally when it was being advanced. The physician had no difficulty accessing the lesion with a wire. There was no reported pt injury.